Manufacturer narrative:
The reported events of capturing problems, high defibrillation impedance, and high pacing impedance were not confirmed, while the reported event of a material integrity issue was confirmed. As received, a complete lead was returned in two pieces. Electrical testing showed no evidence of conductor fractures or internal shorts. X-ray examination revealed no anomalies. Visual inspection identified one external insulation abrasion in the proximal region, which breached only the optim sheath and was consistent with friction against the device can. The insulation beneath remained intact. The cause of the confirmed material integrity issue was attributed to the abrasion of the optim sheath.

Event description:
During an in-clinic follow-up, inadequate capture, high defibrillation impedance, and high pacing impedance were observed on the right ventricle (rv) lead. Rv lead damage was alleged but was unable to be confirmed. The rv lead was explanted and replaced to resolve event. The patient was stable.